Event description:
Philips received a complaint from the sales representative, reporting that the v60 ventilator was not charging. There was no patient involvement when the issue occurred. No patient or user harm reported. The sales representative reported that during a pre-delivery check, the representative found that the device was not charging. It was suspected that the power cord may be broken. The representative reported that the device was still operable. This investigation is ongoing.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the customer's issue was duplicated at the repair center. The se replaced the power cord to resolve the issue. No further details were documented. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.